Event description:
The physician reported the catheter kinks and collapses. The nurse reported this happened because of how the catheter was placed. The patient required a cut down to remove adhesions that had developed. A second cut down was also required to adjust the position of the catheter. The catheter then functioned as intended with no further issues.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. The user did not indicate if this was the initial use of the device. The device history record could not be reviewed as the user did not provide a lot number. General complaint history was reviewed and found no similar complaints. Merit is unable to determine the root cause of the reported failure without the actual device.